Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String was left behind in her body [foreign body in reproductive tract]. String left behind - tampon [device breakage]. String was left behind in her body - tampon [complication of device removal]. Case narrative: consumer reported via phone that she believes the tampon string was left in her body. No serious injury was reported.